Event description:
It was reported that the patient with this right atrial (ra) lead experienced a potential right sided pneumothorax. This ra lead was surgically explanted, and a new replacement lead was added. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.